Event description:
Patient is confirmed to be on both IV treprostinil and tyvaso dpi 64mcg qid. Patient reported that they were hospitalized for the last 10 days due to pulling their chest line out while they slept. Patient advises their doctor is aware. Patient reports during that time, they received a full pulmonology workup and was told by their md that they are going to titrate off of the treprostinil. Date of admission or date of discharge (if applicable) is unknown as it was not provided. Winrevair maintenance dose shipped (B)(6) 2025. Tyvaso dpi patient. No additional details, dates, or information provided.